Event description:
Procedure: thoraco/pneumonothorax. Reportedly, the surgeon fired the stapler and tried to open the jaws of the device but the tissue was stuck to the jaw. The surgeon then had to remove the tissue with a surgical instrument. Additionally, the tissue was not stapled properly.